Event description:
It was reported that the patient had ongoing pain in her legs after her pump implantation on (B)(6) 2011. The patient's bowel and bladder were also affected; she needed to take laxatives to go to the bathroom. Per the reporter, these issues are ongoing and have not been resolved. The patient's pump was implanted 'deep and was at an angle', which made it difficult to establish telemetry. There was discussion that the pump could be put into stopped mode if telemetry was disrupted. The hcp could 'barely palpate one edge of the pump'. Palpating the pump caused the patient pain 'so they are not sure they could continue'. On (B)(6) 2011, the physician spent approximately 30 minutes trying to manually flip the patient's pump as they thought the pump faced the wrong way. The pump had rotated in the pocket; not completely flipped, but rotated enough to make telemetry very difficult. Telemetry required palpation, but that was uncomfortable for the patient. It was suspected that a recent car accident may have been the cause of the pump rotation; the patient had the seatbelt across her lower abdomen, just below pump location. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had been experiencing severe pain at the pocket site since her motor vehicle accident. It was indicated that the pump flipped and was moving around at the pocket. The plan was to revise the pump pocket in the near future. The patient's revision surgery was not scheduled and it was unknown per the reporter when surgery would occur. The drugs in the pump were morphine, hydromorphone and baclofen.

Event description:
It was reported that the patient was in the emergency room with increased pain at the pump site. The patient had been examined at the hospital one week ago by a healthcare provider who ¿manipulated¿ the pump site area and ever since then that area hurt. No alarms were heard. It was noted that the patient indicated that she no longer utilizes the pump. It was later reported that the patient had an MRI a month ago and no one checked the pump afterwards. Two other mris were also done a month ago. The pump has had saline for one year but the patient was not sure if she 'truly' had normal saline. The patient was in the emergency room for 7 days and was pushed to 3 different hospitals and was directed to the 'psych ward'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted (B)(6) 2011, explanted unk; catheter model 8731c, serial # (B)(4), implanted (B)(6) 2011, explanted unk, personal therapy manager model #8835, serial # (B)(4).

Event description:
Additional information: it was reported that the patient was admitted to ER "today due to falling out of bed". Per reporter, patient may be paralyzed due to something growing on spine; "an inflammatory mass was suspected". Patient had lost feeling in legs. Hcp had ordered an MRI to done on monday i.e. (B)(6) 2012. It was further stated that patient was on a high dose/concentration and would like the catheter removed; patient was to contact the hcp. On (B)(6) 2012, it was reported that patient had experienced symptoms of spasms, numbness and paralysis in her right leg from the knee down. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported that the patient had an MRI. The patient was to be scheduled for surgery to implant a smaller sized pump, and to also address the issue of the pump moving in the pocket. The patient was "hunched over" due to pain. The patient experienced pain in the back, but it was not known whether this pain was due to the previously reported pain felt by the patient. The patient's pump was refilled on (B)(6) 2012. The concentrations of bupivacaine and baclofen were changed at this time, but the concentration of morphine was left the same. It was suggested that the "morphine might be too high." No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported further event detail. The reporter stated that the patient had an MRI a week prior to pump implant which showed a herniated and ruptured disk. Three (3) months following the already reported car accident, which occurred on (B)(6) 2011, an additional MRI showed another herniated disk. Conflicting information was reported regarding the already reported fall the patient experienced. The reporter stated that the patient "fell hard using walker", where as it was previously reported the patient fell out of bed. The fall occurred 2 months after the accident. Also since the accident and leading up to the latest report date, the patient further described the reported numbness as being in the abdomen, both legs, both sides of back, and occurs when the ptm bolus is used. Those symptoms started in (B)(6) 2012, as this was when the patient began to get higher dosage in the ptm bolus and immediately got 'foot drop'. As of the report date, the patient was able to "move that foot", however, when the patient sat with legs up, she "loses feeling from her hips down." The patient indicated that the hcp stated that this was unrelated to the pump. Also previously reported, the pump was loose in the pocket, and because of this, there was difficulty interrogating/communicating with the pump via the patient's personal therapy manager (ptm). The patient could administer a self- bolus if the pump was shifted correctly. It was further noted that the patient was not receiving the same level of pain relief since the accident. The reporter noted that the pump was "turned off" prior to the reported surgery to reposition the pump. Following the pump revision/re-shifting, the healthcare provider (hcp) was able to use the ptm. The reporter stated that as of the latest report date, the pump was facing backwards. A catheter implant/revision procedure was to be done on (B)(6) 2012 in order to "have a revision and possible adjustment made to her medication." It was not clear what catheter problem was perceived or known. The patient noted that "she doesn't want pump taken out but it is a possibility." As of the latest report date, the medication in the pump was bupivacaine, baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's pump remained flipped in the pocket. As previously reported following a car accident and pump flip, the patient was supposed to have had a revision since last (B)(6), and then later stated that the hcp wanted to give her a revision and change medications. The last 4-6 months, the pump was not sitting right in the stomach and was "hanging by a thread." Reporter stated that at refill they have to push belly and twist and turn to refill the pump. The patient noted inability to use the personal therapy manager (ptm), because of the pump position and pump depth. The pump flip reportedly occurred in (B)(6) 2011 because of an accident, as reported, and the patient was getting numbness in her "belly" area. The patient stated that she didn't have numbness until after the reported accidents. The patient later stated that she suffered bruises on her back and chest, and numbness in the neck, abdomen and chest. The reporter also stated that the healthcare provider (hcp) thought there might be an issue with the catheter. Due to the fall, the hcp indicated that catheter could have moved from spine. Patient reports dissatisfaction with the hcp, however, noted that no other hcp "will see someone with a flipped pump." The patient indicated a desire to have the hcp fill the pump with saline. Patient reported calling the hcp office "all of the time" however the calls go unreturned. The pump was reportedly delivering saline. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient had been scheduled for surgery to fix the flipped pump. However, on the day of surgery, the procedure was cancelled due to insurance issues. The patient never heard back from the surgeon, so she was seeking out a new physician to perform the procedure.

Event description:
Additional information received reported the patient did not currently have a managing health care provider (hcp). It was noted during the report the patient was difficult to hear and understand. It was reported since implant the patient had problems with the pump. The patient continued to be in ¿a lot of pain¿ because the pump was ¿twisted¿. It was reported when the patient went ¿somewhere¿ and stayed for over a year the pump was digging/twisting into her stomach and caused a lot of pain. It was reported in 2012 the patient was at the hospital and a device manufacturer was asked to come check the device however she was told they would not take the manufacturer representative in the hospital, no further information regarding this was provided. The patient had just had an MRI three hours prior to the report. It was reported following the MRI a staff member was ¿twisting the pump to see if it was on / off after the MRI¿. The MRI was reportedly not related to the pump, it was for the patient¿s spine. It was reported the patient ¿got hurt¿ in the hospital. The patient had an MRI of the brain, cervical spine and thoracic spine. The device currently had no medication in it. No further information was provided. It was later reported that the patient continued to experience pain in her leg or hip ¿during some type of programming¿. The manufacturer representative wasn¿t able to clarify the information because the patient was reportedly talking and not answering questions. The patient was reportedly making a scene in the waiting room and would not let the hcp check the device after having an MRI. The patient reportedly was making an allegation that the pump was flipped and it was mentioned the hcp was checking the patient¿s pump. The patient was getting the device removed in a month. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient never had an overdose according to the health care provider (hcp). No further I nformation was provided.

Event description:
Additional information received reported that the patient continued to have a "twisted pump". The patient continued to have pain. The patient stated that in (B)(6) 2012, "I stood up and started having spasms from my knees down and I couldn¿t even walk at all, and pain management said it¿s not from the pump, you have a broken foot". The patient further stated she "lost feeling from my knee all the way down, and wind up dropping from it and I got hurt and the catheter may have moved or something and I wasn¿t getting the feeling from the baclofen or morphine". It was not clear if the patient was relating the fall and the possibility of the catheter moving to the ¿twisted pump¿. The patient then again cited problems with pump which started "a few months after the implant when the pump got twisted and think it was from the seat belt from the car accident that I was in". The patient then stated that "since then they couldn¿t help me in (B)(6) 2011 until (B)(6) 2012 and were digging into me and twisting the pump". Additional information received reported the patient indicated the problem she was having after implant was not because of the pump but because of medical treatment she was getting. At the time of report, the pump contained saline.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported by the patient that their overdose on morphine after implant on (B)(6) 2014 caused her sleep apnea. The patient was reportedly in and out of hospitals. It was noted that her leg went numb from the medication which caused the fall risk. The patient additionally reported that she was taking over oral pain medications. The patient reportedly woke up during surgery and was flipped over with a broken back and felt pain as a result. The patient was told that her symptoms following surgery were not normal. It was clarified that the patient was asked to not use the ptm in (B)(6) 2011 or (B)(6) 2012 as she was already taking too much morphine. The patient had an MRI on (B)(6) 2013 and wanted someone to check the pump so the nurse called a manufacturer's representative. It was noted that the patient had to immediately go to the hospital after the MRI because the medical students were "pulling and twisting the pump". The pump was reportedly still implanted but not being use, and was causing severe abdominal pain as it would twist around. The patient reportedly wanted it explanted but was unsure if it would be.

Event description:
It was reported that the patient had mris in the past. The catheter was being pulled and the nurse that was checking the pump caused the patient more pain. It was also reported that after a refill in (B)(6) 2012, the patient was ¿having a problem¿ with the medication. The patient went to the hospital and left the emergency room (ER) because she was scared. The patient was told not to use the personal therapy manager (ptm). The patient requested oral medication from her healthcare provider (hcp) but was told to use her ptm. After she used it, she started to have spasms from the knee down in her right leg. The patient was told that she had a broken foot, but she did not. The patient then went for an epidural. The patient was taking oral morphine, baclofen and fentanyl. It was noted that the patient could not go back to her medical center. On the day of this report, the patient was going to the hospital because she was in pain from the pump being twisted. The patient wanted her pump checked. The patient could not tolerate her oral medication; she was sleeping twelve hours a day and was sick. It was noted that the patient had a lot of medical problems. All information will now be reported under this manufacturer report #. Please see manufacturer report #3004209178-2013-17315 for previously reported information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 8731sc (B)(4) implanted: (B)(6)2011. Product type catheter product ID 8 709sc (B)(4) implanted: (B)(6)2011. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8731sc (B)(4), ubd: 2013-02-10, (B)(4) product ID 8709sc (B)(4). Ubd: 2013-03-03. (B)(4); (B)(4) no longer applies. Additional (B)(4). Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2018. The drugs related to the event were the old drugs that were previously in the pump, reported as bupivacaine and morphine (concentrations and doses unknown). It was stated that the patient has not used the pump in years, and that the pump only worked for ¿not even one year.¿ the patient reported that she was in an accident in (B)(6)2011, three months post-implant ((B)(6)2011), and the pump flipped in the pocket. The patient stated that every time she had her pump filled, they had to manipulate the pump in the pocket to get access to the port. It was reported that (B)(6)2012,¿ after she had her pump filled, her right leg had gone into spasms. The patient also reported that in (B)(6)2012, she was getting numb in her chest and the front her body, but not the back. Per the patient, her doctor told her she was maybe getting too much morphine, and that was causing this side effect. It was reported that on the date of the report ((B)(6)2018), the patient noticed her pump has moved down lower. The patient stated that she pushed up against a wheelchair where the pump is implanted. It was noted that the patient had gained weight recently (event date unknown). The patient stated that she needs to find a doctor to remove the pump, as she no longer has a pump physician. Physician listings were provided as requested. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2018. It was reported that the patient was having trouble getting the manufacturer into the hospital. It was noted that they were refusing to call, and one place said they didn't have 411 to have the manufacturer come into the hospital. One place reportedly told the patient that the manufacturer could come to the hospital but had to be invited in but the patient didn't have doctors who were willing to do that but she was going to make another attempt. The patient had been having serious problems with this pump since it was put in and it should have never been put in. The patient had serious complications including where she felt it being pulled on, where she felt it being wrapped around her hip being tugged on, her spine being tugged on, and medication that she never would have been put in that pump which was morphine. The patient had serious concerns about it including the fact that she felt mad that it was pulling on her spine. She was having a problem getting hospitals to take the pump out immediately.